Event description:
Customer reportedly obtained a results of 256 mg/dl,147 mg/dl, and 123 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.